Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins had been bothering them where it was located, and they had pain at the pocket site, so they had a revision on (B)(6) 2021 to relocate the device. It hurt them on their left side so it was revised to a higher location near the bottom rib on the same left side; their healthcare provider told them they did not have enough fat in the buttock area. This issue bothered them when sleeping. A representative reported that impedances were normal and that the issue was resolved.